Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Note 3 lots were in use please refer to: manufactuer report 1415939-2017-00017 for lot 68142m500. Manufactuer report 1415939-2017-00019 for lot 67075m500.

Event description:
The customer observed (B)(6) o plus results on the prism analyzer. No specific data or number of samples was provided, but the customer indicated 80% of repeat reactive samples were not confirmed by (B)(4) in (B)(6) . Per the package insert: repeatedly reactive results indicate the presence of (B)(6) by the criteria of the abbott prism (B)(6) o plus assay. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Review of the prism metrics field data indicates that the initial and repeat reactive rates for the abbott prism hiv o plus lots are less than the package insert upper 95% confidence intervals. Labeling claims were met for specificity. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.